Event description:
It was reported that during a ureteroscopy procedure, the fiber broke. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
B1 adverse event/product problem: correction. D6 implant date, explant date: correction. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the fiber tip was broken. The fiber was returned in one piece. Visual inspection of the fiber body did not exhibit any anomaly and the fiber connector did not exhibit any damage or anomaly. The aiming beam was bright and distorted. The console displayed a message that read: treatments used: 1, treatments left: 0. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the broken fiber tip. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.